Event description:
It was reported that the pipeline could not be released from the capture coil during deployment and was removed from the patient.same event as MDR # 2029214-2012-00340.no patient injury reported.

Manufacturer narrative:
The device has been evaluated. The evaluation showed the pipeline released from the capture coil.(B)(4).